Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed and d4 primary UDI # updated, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The one step CPR electrodes were returned to zoll medical corporation for evaluation. During the investigation of the pads to determine the root cause, the technician observed damage to the pads consistent with mishandling. The damage appears to be caused by removing the electrode pads from the packaging not using the designated tabs as illustrated on the package label. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.